Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were reported out of the laboratory. Repeat analysis was performed using a different analyzer. The test results were within the normal range. No reports of death or serious injury, and no adverse affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample was collected in a lithium heparin plasma separation tube. The customer uses 0.10ng/ml as their risk cutoff and repeated the erroneous result as per their laboratory protocol. Quality control (qc) was performed 24 hours prior to and immediately after the erroneous results and all were within the customer's established ranges. On (B)(6) 2009, the field service engineer performed a high sensitivity check, which passed. A pipettor precision test failed for reagent pipettor #1. Replaced the belt in the precision pump for reagent pipettor #1. Pipettor matching and a precision run met specifications. No other hardware issues were noted. Root cause was determined to be the hardware replaced on the instrument on (B)(6) 2009. Archive data demonstrated that all results were analyzed with reagent pipettor #1. Qc was within the customer's established ranges during this event, but was not analyzed on reagent pipettor #1. Per the archive data, there were no other assay results generated on (B)(6) 2009 on reagent pipettor #1. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.